Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing it was observed that something was stuck , a foreign body in the suction channel of the scope. There was no patient involvement on this reported event. No known patient infection reported, no user injury reported.

Event description:
Updated event description from the customer : customer stated that there were no reports of restriction that occurred during reprocessing or the prior procedure. The brush would not pass through the scope. Further details surrounding what was in the channel was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Please see updated sections: b3, b5, g4, g7, h2, h6 and h10. Communication with the customer further described the reprocessing procedure as follows: the channel is brushed during manual cleaning. A single-use brush is being used. The model of the brush is a us endoscopy brush. There is flushing of air into the scope after reprocessing. The device was inspected. No damage or abnormalities were observed visually. The scope is being stored in a cabinet. There was no patient injury, infection or medical intervention. It was observed that there was something stuck in the channel/foreign material exiting the channel during reprocessing. The scope was not cultured. Pre-cleaning is being performed immediately after a procedure. Olympus pre-cleaning guidelines are being followed. The cleaning and disinfectant solutions used with the endoscope are enzomatic/rapicide. The minimum effective concentration is being checked daily. The endoscope is being leak tested prior to manual cleaning. A scope buddy leak tester is being used. The aer being used to reprocess the endoscope is a medivator adv. Plus (olympus). The serial number of the medivator was not provided. There have not been any issues noted with the aer. The last time a reprocessing in-service was provided was in march 2020 via a olympus webinar. There has not been any change in the reprocessing personnel since then. All of the reprocessing personnel all properly trained on how to reprocess an endoscope customer stated that the device is being returned for evaluation however, to date none was received. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The reported event was unable to be confirmed. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instructions for use (IFU) was performed and it was confirmed that it gives instruction for proper use, handling, inspecting of the product. By following the instructions in the IFU, the reported event can be detected. Because the user pointed out the event this time, the user has appropriately detected the event. A review of the DHR was performed and there were no issues found within the record associated to the reported event. The device met all specifications at the time of shipment. Because the details of the foreign matter are unknown, the cause of the event cannot be specified. Based on the following information, the most likely cause is that the foreign material clogged in the channel during the patient procedure and it was detected during the reprocessing: -there was no abnormality in the previous reprocessing or inspection prior to use. -there is no report that the foreign material discharged from the channel, or dropped into a patient's body during a procedure. -after the patient procedure, the brush did not pass through the channel during the reprocessing. -the user detected the foreign object in the channel. -according to the inspection evaluation, there was no abnormality observed related to the device. -because there are no similar complaints, the occurrence of the event is not common.